Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
On (B)(6) 2016 - as reported by complainant, PICC had migrated an additional 3 cm. PICC line was allegedly broken with 1 cm exposed. The facility reported that the hub of the PICC was on the floor. The PICC was removed by the physician and another one of a different kind was inserted at a different location without difficulty.